Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service confirmed the reported image issue, and found no image was displayed due to a shortage of the electrical circuit, which was suspected to be caused by fluid ingress. In addition, the video connector was cracked, discolored, and demonstrated a leak. The video cable was twisted. The free lock lever and scope mount demonstrated corrosion, and the main body was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported no image was displayed on the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to an electrical circuit shortage. The specific root cause of the electrical circuit shortage could not be determined at this time. Olympus will continue to monitor field performance for this device.